Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Ts (technical support) called the customer to tell them that they are using di hlc-723rp driver but since they began using this driver the results are transmitting correctly to di (data innovations) except when it is a flagged result. If a flag is present on the result the result does not show in di. They will inform the developer of the driver so he can better understand how to make a change to the driver that will rectify the problem. The most probable cause of the reported event was di hlc-723rp driver not transmitting flagged results.

Event description:
On (B)(6) 2016 the customer reported interface no longer working with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.